Event description:
It was reported that during a follow-up several episodes of ventricular fibrillation were classified by the ICD due to suspected noise on the rv channel. Insulation damage is suspected. The noise could not be reproduced in clinic. Lead revision is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.